Manufacturer narrative:
Please note that this event occurred in (B)(6) and the device serial number is not yet known. This device may have been manufactured at livanova (B)(4) corp as listed on this report or manufactured at our sister site - sorin group (B)(4). Manufacturing site will be confirmed once serial number becomes known to the manufacturer. Implant/explant date is not yet known - and the manufacturer is reporting in a conservative manner based on unknown implant duration.

Event description:
The manufacturer was notified on oct 08, 2017 by the physician of the explant of perceval size 25 mm in 2017 (date unknown) after approx 5 year implant duration. The device had been implanted in 2012 (date unknown). Re-operation and device explant was performed due to proposed svd, with the patient presenting with high gradients and valve insufficiency. During the procedure , the physician noted difficulties in removing the device. The outflow ring was only partially covered by a thin endothelial layer and therefore easy to be mobilized. At lower level the valve was fully attached to the annulus and the physician had to cut the stent in order to mobilize the commissures and inflow portion. The procedure took some time but was completed without damaging the surrounding structure. After sizing again a new perceval size 27 mm was implanted.

Manufacturer narrative:
Gross examination revealed the prosthetic stenosis due to intrinsic and vegetating calcifications in all three leaflets and the subsequent insufficiency due to a tear on leaflet c. All leaflets were cut during the explant and so the bioprosthesis study was difficult. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. The tops of posts 1 and 2 were covered by fibrous pannus that grew on the free edges of leaflets contributes to stenosis. The pericardium of all three leaflets was slightly thicker than normal near the posts due to calcifications. Small thrombus depositions were visible along all inflow adherent margins. Reddish areas due to coagulated blood entrapment were present on both prosthetic sides. All the leaflets were almost stiff due to intrinsic and vegetating calcifications. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Fibrous pannus depositions were visible along all outflow adherent margins, on the crown, on the metal components of all struts and on all sinusal struts mostly near the adherent margins of leaflets. Small thrombus depositions were visible along all outflow adherent margins. The mesothelial surfaces of all leaflets were locally wrinkled. Histological analyses were performed on samples taken from leaflets a and b. In leaflets a and b, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic and vegetating calcifications. In leaflets a and b, hematoxylin and eosin stain showed that the collagen bundles were disrupted, homogenated and-or defibrated. Inflammatory cells were present on leaflet a. Red blood cells were visible on leaflet b. Fibrous pannus depositions were visible on the mesothelial surface of leaflet b. In leaflets a and b, gram stain showed some gram + bacteria. The perceval device was explanted after approximately 5 years due to reported high gradient and prosthetic insufficiency. Leaflets calcification, detected with visual, x-ray and histological analysis caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflet tear. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis identified gram positive bacteria inside the pericardium. No further information has been provided to the manufacturer including device serial number, implant/explant date and patient clincial history, no further investigation is possible at this time.